Event description:
A 56-yr-old male with coronary artery disease of lt anterior descending artery (lad). Ptca performed. A 3.0 mm stent inserted and advanced to the lad lesion. The dr reported some hang up of the system and when backed out the guiding catheter, there was subsequent loss of position of the stent balloon and the stent. The stent was visualized via fluoroscopy to be hung up on the aortic valve. Shortly thereafter, it could not be seen in the circulation. The procedure continued without further complication.